Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to svt descriminations. It was recommended to reprogram the device. The patient will continue to be monitored.